Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having respiratory tract irritation, asthma and reduced cardiopulmonary reserve from a dreamstation auto CPAP device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having respiratory tract irritation, asthma and reduced cardiopulmonary reserve from a dreamstation auto CPAP device. Medical intervention was not specified. After further investigation, it was determined that the customer's allegations are in scope of serious injury. This report is being submitted as a correction follow-up of the previously submitted report. Have been updated accordingly.